Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that the up and down arrow buttons were slightly hard to push. The customer's blood glucose was unknown. Advised customer to call back if the buttons did not become easier to press. Advised customer to avoid exposure to magnetic fields and the magnetic resonance imaging machine as that would damage the insulin pump. Nothing further reported.